Event description:
Procedure type: proximal pancreaticoduodenectomy. According to the reporter: at 1st firing, staples were malformed or unformed, and pt side tissue was excised additionally with the same stapler and blue cartridge. Some staples were not formed properly, and the part was sutured manually. No bleeding. Nothing fell into cavity. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).